Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. 3 days after the patient's mother she applied the sensor, she saw oozing pus under the adhesive, around the insertion site and then removed the sensor. On approximately (B)(6) 2016, the patient was prescribed fluocinonide steroid ointment 0.05% and triamcinolone acetonide topical aerosol .147mg/g. The affected area was treated with triamcinolone acetonide. Additionally, patient's mother stated that the patient had experienced their first skin reaction to the dexcom device during the 1st week of august. It was also indicated that the patient is stable if the prescriptions are used prior to sensor application. Further event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.